Event description:
This lead was explanted due to a fracture. The ICD and rv lead were replaced at the same time due to oversensing and inappropriate shocks. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.